Event description:
It was reported that patient experienced repeated cartridge alarms. The customer experienced an elevated blood glucose level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg. The customer reverted to an alternate method of insulin therapy.